Event description:
As reported by the user facility: (B)(4), lot # unk - nurse had a successful IV start, withdrew needle (unk if safety clip covered tip of needle at this time) and laid it down. Connected extension set to the IV catheter, and then picked up the needle, at which point she received a needlestick injury to her left thumb. Pt history unk.

Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). The actual device in the reported incident was not returned for eval. Without the actual sample or lot number a thorough investigation could not be performed. While no specific conclusions can be drawn, the event description indicates that the incident occurred when the nurse withdrew the needle, laid it down, connected the extension set to the IV catheter, and then picked up the needle at which point she received a needlestick injury. It should be noted that the introcan safety is designed to reduce the risk of needle stick injury. However, cdc guidelines and/or facility protocol should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual MFR. If additional pertinent info regarding the investigation becomes available, a f/u report will be filed.